Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (segments missing) issue. The distributor alleged that there were blank areas on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2014 with the following findings: during testing, the pump powered on to the ¿verify¿ screen with no visible signs of segments missing or blank areas on the display. The display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the pump¿s vibratory feature was unresponsive. The pump case was removed and the vibration motor pins were found to be out of alignment. There was no evidence of moisture or loose components found inside the pump. The complaint that there were blank areas on the display screen was not able to be duplicated during investigation.